Event description:
Information provided states that an m6 device was explanted. No other information is available.

Manufacturer narrative:
This device was implanted at an unknown level on (B)(6) 2008 in a patient of unknown gender and age. After approximately 164 months (~14 years) on (B)(6) 2022, the device was removed for unknown reasons. No patient-stated reasons or surgical indications for removal were provided. It is unknown if inflammation was observed or infection was suspected and no radiographs or lab results were provided. Inspection of the endplates indicated minimal extraction damage on both endplates. Bony ongrowth was present on both endplates, with an osteolytic pocket present on one of the large patches of bone. Collectively, these findings indicate that the endplates were likely fixed at some point, but may not have been well-fixed at the time of removal. On the inner surfaces, polishing wear and evidence of impingement were visible, consistent with in vivo contact between the endplates. No radiographs or radiographic analysis were provided. Based on the inspection of the retrieved m6-c compiled in the present report, in conjunction with the limited surgical information, the device showed clear evidence of in vivo mechanical failure. The device had collapsed, the sheath had cleaved, the endplates were no longer attached to each other, the majority of the fiber construct was not present, and the core was not retained between the endplates at the time of removal. Furthermore, there was evidence of abrasive contact between the endplates, and osteolysis. As no clinical information, radiographs, or lab results were provided, it was not possible to determine the sequelae of events that led to the failure of this device and the surgical removal after approximately 14 years. The build lhr for fg0002-01 d1 h80000756 aac446 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications.